Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent multiple power source alerts occurred using multiple power adapters. Customer continued to use pump for insulin therapy and also had insulin injections, if needed. Customer's blood glucose was approximately 250 mg/dl.